Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Review of quality records.

Event description:
It was reported that the patient system was explanted due to pocket infection. Upon explant, externalized conductors were observed.